Manufacturer narrative:
(B)(4). The senior resident indicates that the patient developed a minor hematoma and no intervention was required. The resident did feel that the difficulty in pulling the wire out of the vessel contributed to the hematoma. The patient's condition is reported as fine.

Event description:
The customer reports that the guide wire is very difficult to push through the catheter inside the advancer. The guide is kinking. The issue resulted in the patient developing a hematoma. Therapy was reported to be delayed.

Event description:
The customer reports that the guide wire is very difficult to push through the catheter inside the advancer. The guide is kinking. The issue resulted in the patient developing a hematoma. Therapy was reported to be delayed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. The guide wire showed evidence of use. Visual examination revealed the guide wire is curled and contains one kink along the guide wire body towards the distal end. Both welds appear full and spherical. The kink in the guide wire body were measured at 427 mm from the proximal tip. The total length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The report that the guide wire was kinked was confirmed through examination of the returned sample. The guide wire body contained one kink near the distal end. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. The probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guide wire is very difficult to push through the catheter inside the advancer. The guide is kinking. The issue resulted in the patient developing a hematoma. Therapy was reported to be delayed.